Event description:
A spacelabs sales associate reported that on occasion, the ics g2 disclosure mismatched waveform data and timestamp on printouts. This was identified on demo equipment and not with patient use.

Manufacturer narrative:
Spacelabs tested an ics/g2 and confirmed that the ics/g2 will mismatch a time stamp and patient waveform when four circumstances occur resulting from the interaction of spacelabs' data purger with the patient data. The ics retains the most recent patient data for either 24 or 72 hours, as established by the hospital. As new data accumulates in the file, every 15 minutes, the spacelabs purger deletes data that extends past the retention limit. The time stamp / waveform mismatch will occur in the following circumstances: data has accumulated for the patient for the maximum retention period of 24 or 72 hours, as established by the hospital. The user requests a snapshot of waveform data. The purger runs after the snapshot has been retrieved but before it is printed, then. The user selects "refresh" or prints the data (which causes a refresh). In such instance, the snapshot will reflect the post-purge information, but show a timestamp from when the snapshot was initially opened. The timestamp/ waveform data will be mismatched until the snapshot screen is closed. When it is reopened, the time stamp and the data will be correctly aligned. Due to the four circumstances that must be present in order for the mismatch to occur, the error is viewed as low probability. Spacelabs recognized this as reportable on 9/18/2007 as new information became available.